Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an undetermined amount of time it was reported that the patient experienced peg site inflammation, fibroma, and slimy wound exudate. The patient was treated with unspecified antibiotic.